Event description:
A patient reported experiencing inaccurate erratic results with an ot ii meter. The patient blood glucose results were 12, 71, 87 mg/dl. Tests were done within 10 minutes with a difference of 44 mg/dl. Patient did not experience any adverse events. No further information has been reported.